Event description:
It was reported that the patient underwent a surgical procedure involving an advance xp sling and an artificial urinary sphincter (aus) due to experiencing increased levels of incontinence. There were no further patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure involving an advance xp sling and an artificial urinary sphincter (aus) due to experiencing increased levels of incontinence. There were no further patient complications reported.

Manufacturer narrative:
Based on this investigation and all information available, a most probable cause of the reported incontinence cannot be determined. Risk review and labeling review identified that the adverse event of incontinence is a known risk of the device. The cause of the incontinence was not established by physician, although incontinence is included in the labeling documentation as an adverse event of implant surgical procedure. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.